Manufacturer narrative:
A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient and procedural, and pharmacological factors that may have contributed to this event. Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical study that this patient developed a fever and nausea & vomiting (n&v). He was treated as an outpatient with four day course of oral keflex and the fevers resolved. The patient returned to a local emergency room again after developing a fever of 103 degrees and mean arterial pressures (maps) in the 70s. Blood cultures were obtained and the patient was started on intravenous (IV) vancomycin and zosyn and was transferred to the implanting facility. Upon admission, the patient's map's were in the 50's and he complained of a one week history of draining brown fluid from the driveline exit site. He also reported fever, n&v, myalgia, and fatigue. On (B)(6) 2016 cardiovascular and infection disease consults stated that the patient likely experienced a deep driveline infection that would require drainage if there was no response to antibiotic therapy. Tee results were negative for vegetation. CT results revealed an abscess below the device extending into the track. The plan was to discontinue kefzol, zosyn, and vancomycin antibiotic treatment due to continued positive culture results. On (B)(6) 2016 the patient was taken to the operating room (or) for incision & drainage (I & d) of driveline site and application of wound vac. The wound was left open; surgical findings revealed frank purulence. On (B)(6) 2016 the patient was taken back to or for washout. On (B)(6) 2016 physical therapy was able to express pus from the wound. The patient continued with IV antibiotics. The last report received as that the patient's therapy is ongoing. The medical team believes the reported event to possibly related to the device and the patient's condition.

Manufacturer narrative:
Unchecked "required intervention to prevent permanent impairment/damage (devices)" and checked "life-threatening" to correct section. Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.